Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the sureform 60 stapler instrument had a partial fire. There were formed staples beyond the cut line but after that staples were malformed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: instrument was inspected, nothing out of ordinary with no damage. Small bowel was being divided at the time. The stapler reload color was blue 60. This happened on the 4th fire and there were staples that were malformed. There were no obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not experience any clamping issues prior to firing the stapler. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. The tissue was not experiencing any tension or bunching. The surgeon was able to resolve the issue by unclamping. The reload is unavailable for return to isi.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the sureform 60 stapler instrument had a partial fire, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have a firing failure based on log review with a hi-torque error. The root cause could not be determined. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.